Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the patient fell on the pump and the touch screen became shattered. Additionally, the pump touch screen would no longer turn on and customer was unable to read anything on the touch screen. There was no adverse impact to customer's blood glucose. Reportedly, customer reverted to manual injections for insulin therapy.